Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the photos was performed and the issue of foreign matter was observed. Additionally, 100 retained samples from the bd inventory were visually inspected and no foreign matter was found. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd was unable to determine a root cause for the foreign matter. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "after opening the package, foreign bodies were found in the tube. Patients and users are not affected."